Event description:
During a percutaneous nephrolithotomy procedure approx half way into the procedure, the ultrasonic lithotripter overheated and stopped working. The pt was discharged in 2007. The second surgery was completed 6 days later. There was an incident report made by the facility. There was no consequence to pt.

Manufacturer narrative:
Results: device was forwarded to MFR for further eval. The device was tested for any functional or electrical problems. The device did not function on stage I and stage ii. The device had low output on stage iii. The device was forwarded to MFR for further eval. Cause of event: the device is out of spec in a manner that relates to the event.